Manufacturer narrative:
H6. Annex f code f0101 and annex d code d12 are not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the doctor manually flipped the pump in order to do the dye study. It was unknown if the pump had flipped back since then.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6) ); product type: 0184-catheter; implant date (B)(6) 2023; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and patient via a manufacturer representative regarding a patient receiving unknown morphine (concentration 10mg at dose "0.06") via an implantable pump. The indications for use was unknown. It was reported that the patient stated they were experiencing no pain relief from pump and severe pain in the pump pocket site due to the pump moving. An environmental, external, or patient factor that might have led or contributed to the issue was the pump flipping. A dye study was attempted by the physician. The pump was flipped. The physician flipped the pump back over and got no cerebrospinal fluid (csf) from the catheter access port (cap). The physician verified with fluoro that the cap needle was inside the port. The physician was unable to push any contrast due to resistance, and they felt that the catheter was kinked off. The patient's pump was set to minimum rate and they were referred back to the implanting physician. The issue was not resolved at the time of the report. No further informa tion was available from the healthcare provider.